Manufacturer narrative:
Block b3: exact date unknown, event occurred six years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site due to migration. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.